Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and root cause of the mua (B)(6) inability to complete and continue physical therapy treatment and back pain could have contributed to stiffening and decreased mobility. Patient impact: reported pain, abnormal gait, poor functional management.(B)(6) it was reported that a revision surgery was performed due to arthrofibrosis and pain. It was further reported per surgeon review of x-ray pre-revision ¿knee may be at some slight internal rotation¿. Due to legal restrictions no clinical radiographs are available to perform a complete clinical assessment. The surgeon¿s report of slight internal rotation during revision could have contributed to the problem of patient pain as well as the initial complaint of arthrofibrosis. Patient impact: reported pain, arthrofibrosis and the revision procedure. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that after primary knee arthroplasty, a manipulation under anesthesia was performed due to stiffening caused by arthrofibrosis.